Event description:
Customer reported that the unicel dxc 600 synchron system has on-going issues with results drifting at unspecified times following routine maintenance. There are no reports of any erroneous results associated with patient samples. The customer advised alternating the na electrodes and soaking the electrodes in reference reagent when they are not on the analyzer as part of the maintenance procedure.

Manufacturer narrative:
The field service engineer (fse) visited the facility one day prior to this event and cleaned the system. No service call or examination of the system was conducted following the previous cleaning. No specific root cause can be determined without an examination of the system; accordingly, no conclusion can be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.